Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2015, 21/jan/2016, and 18/apr/2016. Initial reporter- address: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "extravasation of silicone" against left side device. Device has been explanted.